Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate, the pump touchscreen was cracked, and the battery was not holding charge. No reported adverse impact to the customer's blood glucose. Customer declined to perform troubleshooting or provide any further information.